Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 200 mg/dl. The customer stated that the pump alarmed no delivery when he primed it. The customer stated for the past week, he has been getting no delivery alarms during priming. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that the insulin exited with manual prime. The customer was advised that the pump is working as designed. The customer will be sent replacement reservoirs.